Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. No abnormalities related to the reported condition were identified during visual inspection. Leak, clamp functional, and clear passage testing were all performed with no issues noted. While connected to a test titanium adaptor, the device passed seal surface testing. The sample was unable to be confirmed for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector on the transfer set would not connect with the titanium adaptor well. This occurred when the customer changed the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the damage noted on the patient connector was related to the reported connection issue. The cause of the damage could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.